Event description:
A caller reported an alarm related to the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.